Event description:
Synovitis [synovitis]. Left knee effusion [joint effusion]. Case description: spontaneous case report was received on (B)(6) 2013 from a physician database extraction regarding a female patient, initials unknown, with osteoarthritis (kellgran and lawrence grade 4; left knee and no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous treatment with synvisc in 2000, 2001, 2002 and 2003 (age (B)(6) during first course), fall, torn medical meniscus and total knee replacement of right knee, fall (left knee), synovitis and shingles. On (B)(6) 2003, the patient initiated treatment with intra-articular synvisc (hylan g-f 20) injection, in left knee (first injection of fifth course), dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2003, the patient experienced synovitis in left knee. On an unspecified date in 2003, 30 cc of slight turbid yellow fluid was aspirated from the left knee. On an unspecified date in 2003, the patient received treatment with betamethasone and xylocaine (lidocaine) for synovitis and left knee effusion. On (B)(6) 2003, the patient recovered from the event of synovitis. The outcome for the event of left knee effusion was not provided. Relevant concomitant medications were not provided. The intensity for the event of synovitis was assessed as moderate and the intensity for the event of synovitis as definitely related and did not provide the relationship between synvisc and left knee effusion.

Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.